Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7092862/7092935.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were discarded by the medical facility.